Event description:
Device was used on the patient to check the blood glucose. A result of 73 mg/dl was obtained. A lab was ordered and the result was 27 mg/dl. No treatment was provided to the patient. Controls were in range on the system. The device was replaced and requested to be returned for evaluation.